Event description:
A baxter representative reported a complaint on behalf of a customer to corporate product surveillance. The baxter representative stated that a customer ordered the wrong product and used a spike set on a luer bag and the solution spilled out. Product surveillance contacted the clinic's director on (B)(4) 2011 regarding misuse of supplies. The director stated that he heard of the incident. He said that he does not know which nurse or patient was involved. The director said that the nurse had thought it was a patch. The set up was discarded and a new set up with all spikes were used. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The clinic has not been trained on how to use the luer lock connection. The clinic still uses the spike system. The director said that no one else has tried to combine products and are only using the spike set up. A 510(k) number will not be provided in the MDR as the product code and lot are unknown. If additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). The leak complaint is confirmed due to the use error described by the patient, which was caused by the home patient using a spike disposable set on a luer-connection solution bag, causing an incomplete connection. A labeling review found the labeling to be adequate for the use/user error identified in this incident.